Manufacturer narrative:
(B)(4). Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient's ipg was inoperable, reason unknown. Surgical intervention may be taken to address the issue.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced with a different model.